Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that he had experienced elevated blood glucose on the morning ot the report. During routine blood glucose testing, he observed a blood glucose value of 414 mg/dl. He reported "feeling weird and strange", and was urinating frequently as a result of his elevated blood glucose. He reported a blood glucose range recommended by his physician of 80-140 mg/dl. He stated that he bolused insulin using his infusion device in order to correct his elevated blood glucose. His blood glucose value was 194 mg/dl, at the time of the report. During troubleshooting, he stated that he had changed his infusion set headset every 3-4 days and his infusion set tubing every 6-9 days. He was advised to change his headset every 3 days and tubing every 6 days or less as described in product labeling. Troubleshooting found no specific issues with the product. During troubleshooting, the patient also conveyed that he had been under extreme stress at work lately and he worked late the evening previous. He also stated that he left his work to go to see his physician where he was diagnosed with pneumonia. He was encouraged to carefully follow his physician's instructions related to his illness. During follow up on three days later, the patient stated that he was doing well. No additional blood glucose concern was conveyed. Catalog and lot-specific information were not provided at the time of the report. No product was requested to be returned for evaluation.